Event description:
A pharmacist reported that a pt who was using novopen 3 (insulin delivery device) due to diabetes mellitus (type and duration unknown), experienced high blood glucose levels. The pt had to be treated in hospital (not further specified). The outcome of the event was not reported. It was stated that the insulin was leaking at the side of the cartridge.